Manufacturer narrative:
PMA/510(k)#: k162717. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The stent did not come out of the catheter, the trigger mechanism got jammed.